Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 473 mg/dl. The customer did experienced the symptoms such as nausea. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test at 0.08595 inches. No under delivery anomalies noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).